Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported several hospitalizations due to low blood glucose levels. The customer's blood glucose reading was 39 mg/dl at the time of most recent hospitalization. He has been experiencing low blood glucose levels for a year and a half. The customer also had another incident on (B)(6) 2013, when he was in a truck accident after his blood glucose reading dropped down to single digits. The customer's wife stated that he had a low episode and went into a diabetic coma on (B)(6) 2013, which was the same day he underwent a hernia surgery. On (B)(6) 2013, the customer passed out with low blood glucose levels. The customer's spouse stated that she believed that the perceived cause of low blood glucose levels was due to having surgeries, including colon surgery. The customer is currently off the insulin pump. Nothing further reported.